Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experiences a painful, heating sensation at the ipg site after stimulation is on for 15-20 minutes. An impedance check revealed no anomalies. In turn, the patient will undergo surgical intervention on a later date to address the issue.